Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2024 with bleeding from the driveline wound vacuum site and low flow alarms. The patient's blood and volume were resuscitated, and the alarms persisted. The mean arterial pressure was in the 70's-80's when the patient was on 7.5 mcg/kg/min dobutamine. An echocardiogram revealed a dilated left ventricle with severe mitral valve regurgitation despite increases in ventricular assist device (vad) speed. A computed tomography (CT) was completed for outflow graft obstruction evaluation. It was noted that there was decreased density throughout the proximal aspect of the left vad (lvad) outflow cannula that was connected to the pump. Log files were sent for review. The event log captured persistent low flow events with the flow noted to be consistently less than 2.0 liters per minute (lpm). It was noted that the pulsatility index (pi) values were non-variable and settled into the 2 range. These patterns were typically associated with an obstruction in the lvad circuit. The CT showed potential obstruction which would coincide with the findings in the log file data. The patient was not a surgical candidate and passed away on (B)(6) 2024 due to outflow graft obstruction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was unable to be confirmed as no images were submitted for review and the device was not returned for evaluation. Review of the submitted log files confirmed low flow events that appeared consistent with a potential obstruction. However, a specific cause for the low flow events, as well as a direct correlation to the reported obstruction, could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted controller event log file contained events on (B)(6) 2024 from 01:09:59 ¿ 09:30:45, per the timestamps. A sustained low flow alarm was captured for the duration of the file. In addition, review of the submitted controller periodic log file revealed a gradual decline in flow over time from (B)(6) 2024 to (B)(6) 2024. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, driveline infection, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also lists infection as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.